Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-04774, 1627487-2022-04775. It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Patient was also experiencing ineffective stimulation. Surgical intervention took place where in the system was explanted and replaced to address the issue.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.